Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 staplers were taken from the current production from part number 528135 visistat 35r 6/box lot number 73c2400176 the staplers were functionally inspected (fired) and issue reported "misfire/jam - staples not releasing" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the staple will not come out from the stapler. A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "normal".

Manufacturer narrative:
(B)(4). The complaint of misfire/jam - staples not releasing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first four staples appeared misaligned. The stapler was returned with 9 staples remaining in the cover block, indicating that at least 26 staples were fired by the customer. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The device was disassembled, and it was observed that the saddle spring was crooked. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. The root cause of the staple misalignment could not be conclusively determined. Further investigation has been initiated under teleflex's quality system by the manufacturing site to evaluate this issue. Other remarks: n/a. Corrected data: correction to section d.4. UDI was updated from (B)(4) to (B)(4) to include the full UDI.

Event description:
It was reported that the staple will not come out from the stapler. A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "normal".